Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Accolade 2 stem subsided. Surgeon removed head and implanted longer head. Patient stable.